Event description:
On an unknown date (estimated date 30-jan-2025) user ended up in a&e with the sf3 receiver end and dome stuck in their ear, as it split from the receiver wire. They were able to remove it from the user's ear without causing harm. The hearing aid was not used with a sports lock. Hearing care provider confirmed no harm came to user. No further follow up expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. Clinical conclusion: it has been reported that a sf3 receiver split inside a user's ear. The reason of how this happened is unknown. The receiver and dome got stuck inside the ear, and user went to accident and emergency to have it removed. The receiver was removed from the user's ear without any harm. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: risk assessment concluded: risk related to mechanical damage are covered adequately in the risk register. Trended case device investigation findings: all returned tested items in trend cases showed high break strength in the pull test, more than 20n. However, these trended investigations showed earwax combined with high humidity and temperature had a detrimental effect on assembly strength by degrading the glue. Earwax penetrates through clearances at the assembly joint lines and degrades the glue's functionality. Manufacturer's investigation is final. This is a combined (initial and final) report.